Event description:
After 8 years of implantation, the patient underwent an ivc filter retrieval procedure. The ivc filter needed to be retrieved due to the legs perforating the vena cava wall and coming into contact with the pancreas and duodenum. The physician reported he was unable to remove it with the snare and had to remove it surgically. The patient has fully recovered and has no adverse effects. The physician further reported, "he is doing fine and will leave hospital in 2 days, with another filter placed."